Event description:
The patient reported their stimulation would feel strong all of a sudden. It was noted their therapy was on, and there was no trauma or falls related to the reported issue. It was also stated it was not related to positional movements. The patient wasn't feeling the stimulation strong sensation at the moment, but the patient was assisted in changing from program 2 at 2.8v to program 1 at 4.5v. It was noted the patient felt stimulation comfortably in the bike seat area and had gone to their doctor recently. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.